Event description:
Water discovered to be leaking from the blanketrol ii unit. The dripping was from the grill onto the floor. All of the hose connections were verified to be intact and not leaking. The hypothermia blanket was intact and not leaking. The puddle on the floor was mopped up. The blanketrol ii unit was tagged and placed in the dirty utility room. The unit was replaced.